Event description:
It was reported that the home patient (hp) continued with the therapy after noticing that the cassette had a leak. The hp was placing the cassette in the homechoice (hc) when the leak was noticed. However, the hp continued to use the damaged set during the therapy. The hp was able to complete the initial drain before the hc machine did not allow the hp to continue any further through the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error - failed to follow therapy steps, where the home patient (hp) continued with the therapy after noticing that the cassette had a leak. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. It warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. A review of all batch record documents was conducted for potentially associated lot number s13d09073 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.